Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that patient faced infusion set fell of event during use. The infusion set had been used for 5 hours. The blood glucose level was 466 mg/dl at the time of event. The patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.